Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal to mid right coronary artery (rca). A 38 x 4.00 promus premier¿ stent was advanced to treat the lesion. Resistance was encountered during advancing and the device failed to cross the lesion. The device was then removed from the patient to perform anchor balloon technique. However, upon inspection of the device outside patient's body, it was noted that the mid portion of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).